Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device display was blank. The remote service engineer (rse) evaluated the device remotely. It was determined that the device display was not clear and white patches were seen on the display during routine checking. To resolve the issue, the display assay (453564488961) was replaced and the device working with full functionality. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Institution phone number: (B)(6).